Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the jaws of the sureform 45 curved-tip stapler instrument would not open. The stapler was fired once with no issue. When fired again the jaws would not open. The surgeon advised that the instrument sounded like it was dying, making a spinning sound. The instrument was recognized by the system. The surgeon completed the procedure with a backup stapler, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the stapler instrument was inserted through the port but was unable to open to encircle the vessel. The issue did not occur after a system restart. The jaws were not stuck on tissue. There was no unexpected tissue removal. There was no bleeding. A new sureform stapler instrument was opened to complete the procedure. A green reload was being used with the stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the stapler instrument involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
The sureform 45 curved-tip stapler has been evaluated by the failure analysis (fa) team. Fa was not able to confirm and reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The instrument clamped, fired and unclamped as expected during testing. The grips opened and closed properly. There were no failures reported in the logs. No physical damage was observed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.